Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h4, h11. The disposable perforator (ID 261221) was not returned for evaluation as the product s not available for return as per customer; therefore, an evaluation of the device could not be performed. Lot number information has been provided; therefore, device history record (DHR) was reviewed, and no anomalies were found. The root cause(s) of the reported issue could not be determined. However, potential root cause is incorrect fit between the hudson driver and perforators body. Additional potential root cause is uneven pressure by user during procedure (per IFU general operating procedure step 4: with the driver and attached perforator positioned perpendicular to the skull, apply power and maintain constant but controlled pressure until disengagement occurs.) If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
Na.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A physician reported a disposable perforator (ID 261221) failed to make holes. The physician manually drilled afterwards. The event led to more than 30 minutes surgical delay, no patient injury/consequences. It was reported that this failure has been happening for 2 to 3 months, no reports of patient injury.